Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Facility reports that chair occupant was exiting the chair following a chemotherapy treatment. Pull out step was extended. Occupant did not realize that the step was extended, missed the step and fell. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 54 series, serial number/date (B)(4) is approximately 1 year 10 months old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.